Event description:
As reported by the use facility: the epidural catheter sheared off, part left in the patient. Felt like it was a operator error, the doctor tried to pull the catheter out through the needle. Additional inforamtion received from the facility indicated the patient is fine and suffered no adverse sequela associated with this event. The catheter fragment remains in the patient.

Manufacturer narrative:
The actual sample has been discarded by the user facility and will not be returned to the manufacturer for evaluation. Without the sample, a complete evaluation could not be performed. Based on the event description, it appears the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." All available information has been forwarded to the manufacturer b. Braun melsungen for further evaluation.